Event description:
At the time of procedure, when novasure advance disposable device was hooked up to novasure machine, the machine stopped. Another machine was utilized and the device would not work. No problems with the novasure machines utilized. Staff changed novasure disposable and no problems occurred. The procedure was finished without difficulty.